Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 678818) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to complication of device removal lot number: 678818, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089575) on 18-sep-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 678818) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to complication of device removal. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.